Event description:
The patient reportedly experienced pain and sound perception problems, followed by no lock between external equipment and the implant. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. In 2005, the patient was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device is to be determined.